Manufacturer narrative:
Argus case: (B)(4).

Event description:
I almost choked to death [choking] case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a male patient who received double salt dental adhesive cream (poligrip max seal denture fixative) cream (batch number by7h, expiry date unknown) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started poligrip max seal denture fixative. On (B)(6) 2022, an unknown time after starting poligrip max seal denture fixative, the patient experienced choking (serious criteria gsk medically significant and other: haleon medically significant) and product complaint. The action taken with poligrip max seal denture fixative was unknown. On an unknown date, the outcome of the choking and product complaint were unknown. It was unknown if the reporter considered the choking to be related to poligrip max seal denture fixative. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on 05oct2022. Consumer reported that "I bought some poligrip max power the other day it says it is for a 12-hour hold, I was eating last night, and had the thing in my mouth half an hour ago, I was eating sausage and the teeth came lose I almost choked to death last night in front of my child. It needs to be recalled, cause it may cause serious problems to someone. No, that's all". Follow up information was received on 19oct2022 from quality assurance (qa) department regarding complaint 04067413 (pqc163464) for lot number by7h. Investigation evaluation : this is the first complaint of this nature for this batch. No complaint sample was received to site. A notification review check was carried out on this batch which relates to manufacturing deviations, vendor investigations, change controls and laboratory investigations, there were no issues noted during the manufacture of this batch as per the defect of this complaint received. Therefore no further actions will be taken at this time. Complaint conclusion : the complaint conclusion stands unsubstantiated.

Manufacturer narrative:
Argus case ID: (B)(4).